Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and confirmed the reported issue. The fse replaced the lcd display (0160-00-0127) and replaced the labels. Performed functional test without any further issues or failures. The failure analysis and testing department received the following part associated with this complaint: pn: 0160-00-0127 sn: n/a. Display top lcd. This part was received with a reported unit failure message of ¿display turns red¿. The failure analysis and testing department performed a visual inspection, and the parts was found to be in good physical condition with no signs of mechanical damage and contamination observed. Installed display top lcd, into the cardiosave test fixture sn: (B)(6) and tested to the cardiosave service manual pn: 0070-00-0639 revision r. Performed functional tests and passed. Also pumped the cardiosave test fixture to verify the failure message of display turns red, the fat dept could not observe display turns red. The fat dept. Could not verify the failure message of display turns red. Display top lcd passed testing. Retaining display top lcd in the fat dept, per procedure 0002-07-d008 rev au. Root cause 1: gap between the bezel edge and the touchscreen¿s active area allows for debris accumulation, leading to potential unwanted contact which can disrupt the screen¿s ability to register desired input from user and fail calibration.enario and identified through 111/112 failure codes found in the fault journal.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6), event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) unit was having display issues. There was no patient involvement.